Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during intraocular lens (iol) implant procedure, the iol was cut by the plunger at the cartridge outlet. The iol did not come into contact with the patient. An identical unspecified iol was implanted. Required minimum dataset provided, no further information will be provided.